Event description:
Anesthesiologist noticed that tip of plastic cannula of an lta kit broke off and went into patient's trachea. While trying to dislodge it, the tip slipped down into the bronchus. An ent physician was called and removed the piece from the bronchus. There was no apparent harm to patient, surgery proceeded and patient was discharged later in the day. Dose or amount: 4 ml, frequency: one time, route: intra-tracheal. Diagnosis or reason for use: intubation aid.